Manufacturer narrative:
The returned device was visually inspected and functionally tested. Bin files were reviewed and showed that at least 2 injections were performed with the catheter without any system notice messages. The reported issue has been confirmed through visual inspection. The returned catheter failed the inspection due to leak at the outer balloon proximal attachment.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.

Event description:
One cryoablation was completed on the lspv and while the physician was positioning the balloon for the second ablation on the lspv it moved into the lipv. Balloon was deflated and repositioning was attempted, with the balloon still deflated, when the physician noted that there was blood coming out the back end of the catheter. Blood was also noted in the coaxial connector and at the catheter/coaxial interface. Vacuum was immediately disabled on the console and blood was not noted near the console connection. The cyoablation catheter and cables were immediately replaced and the cryoablation procedure was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.